Event description:
Boston scientific received information that this pacemaker exhibited a premature battery depletion as the competitor lead had chronically high pacing thresholds. This device was explanted and was successfully replaced thereafter. Additional information states that the competitor lead had oversensing due to an insulation breech. The intervention was related to noise but to ameliorate the risk, the extraction was scheduled once the device reached elective replacement indicator (eri). No additional adverse patient effects were reported. The product is not expected to be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.